Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 168 mg/dl. Troubleshooting steps were provided for power error detected alarm. The customer was advised to monitor and call back. They called again and stated that the pump error occurred again. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 25 due to j6 connector resistance issue.